Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting (B)(4).

Event description:
Pentax medical was made aware of an event on (B)(6) 2021 that occurred during reprocessing in the united states. The reported complaint that a "brush stuck-broken in channel during reprocessing" involving pentax medical video gastroscope, model eg-2990i, serial number (B)(4). No serious injury or death of a patient or user, or delay in a procedure which would require medical intervention was reported. The pentax medical sales rep responded to a good faith effort request on 05-apr-2021 via email stating that the cleaning brush is from gi source, model 1008-c. It is a combo kit that includes the valve and channel brush in one package. The customer owned endoscope was received by pentax medical for evaluation on 06-apr-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint when accessory stuck in primary operation channel and broken accessory blocking biopsy t-piece were observed and documented the following inspection findings on 08-apr-2021: leak at biopsy channel (large/ primary) inlet side, failed wet leak test, air/ water nozzle glue missing, failed dry leak test, fluid invasion in segment section, suction function not performed unit compromised, pve connector housing scratched, operation channel- primary slice by accessory, control body grip scratched, distal body chip at channel opening at thinnest part. The device underwent repairs including the following components: o-rings and seals, distal end assy with tubes, bending rubber, distal attaching plate, segment assy attaching screw, staycoil collar, segment staycoil assy pb-free, o-ring (1.8x19.8), pcb for r.c switch pb-free, remote control button. Pentax medical model eg-2990i, serial number (B)(4) , has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2007. Instructions for use(IFU), includes the following warning section "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The endoscope was delivered to the customer on (B)(6) 2021 under delivery order (B)(4).